Event description:
Customer reported their abbott diabetes care (adc) reader was damaged "dropped to ground/fell into water", would not power on, and was incapable of testing. As a result, customer experienced a loss of consciousness and was unable to self-treat, requiring third-party treatment of "sugar" by a non-healthcare professional prior to contacting emergency services (es). Upon arrival, an es healthcare professional (hcp) diagnosed customer with hypoglycemia but no further treatment provided as customer had regained consciousness. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and libre reader, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted. Upon extended investigation, it was determined that the serial number provided by the customer ((B)(6)) and previously reported to the FDA was not a valid serial number. Therefore, section d4 was updated to unk.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported their abbott diabetes care (adc) reader was damaged "dropped to ground/fell into water", would not power on, and was incapable of testing. As a result, customer experienced a loss of consciousness and was unable to self-treat, requiring third-party treatment of "sugar" by a non-healthcare professional prior to contacting emergency services (es). Upon arrival, an es healthcare professional (hcp) diagnosed customer with hypoglycemia but no further treatment provided as customer had regained consciousness. There was no report of death or permanent impairment associated with this event.